Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4334101 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the patient was without drug for twenty minutes as the device was not working. Per reporter the device exhibited a "high priority alarm". The device had been changed to a new cassette that weekend, but it began alarming while the patient was in town. The home screen indicated a high priority alarm, downstream occlusion and did not clear for twenty minutes. The reporter further noted that troubleshooting was performed by the patient where they changed to a different device, infusion line batch, cassette batch and the device in an effort to isolate the cause. The patient was able to get home and re-establish the infusion using a new system with no further issues. There was patient involvement, and no patient harm reported.